Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8300 s/n (B)(4), leak down test is failing only for this module. (B)(4) run a couple of 8300 modules and the leak down test were passing. I told (B)(4) that more likely the oridion board might be faulty and need to be replaced. I provided the part number (B)(4) ( oridion board) to (B)(4). I also discussed considering to send it in for repair. (B)(4) will ask his manager if they would consider sending it in.